Event description:
It was reported that this right atrial (ra) lead was dislodged 2 days after implant. When the atrial lead was removed and checked during re-operation, it was confirmed that the tip of the helix was distorted, so it was decided to remove the new lead and reposition it. Retrieval of the lead was not possible because the infection in the patient. In addition, the distortion of the helix was probably caused by dislodgement. Additional information received indicates that the dislodgement was confirmed through imaging. This lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.